Event description:
A healthcare professional reported that during the intraocular lens (iol) implantation procedure, at the time of implantation, a chipping was observed on the iol plate. The lens was removed and replaced with an additional iol of the same power. Additional information had been requested and received stating there was no harm to the patient.

Manufacturer narrative:
Part of the lens was returned in a non-company cartridge with the disassembled lens case. Only a small part of the optic with intact haptic and a pulled out haptic were found in the cartridge. The loose haptic had a bulbous tip. Which indicated a weld was conducted during the manufacturing process. A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the batch record were met. The root cause for the lens damage was a failure to follow the IFU. The damaged lens was returned in a non-qualified cartridge. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).